Event description:
It was reported the distal tip of the cannula would not pass through an introducer guide during a liver biopsy procedure. Upon visual inspection, a burr was noted. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. This device was destroyed by the user facility. Therefore, a failure analysis will not be available. User technique during preparation of this device may have contributed to this event. However, the company is unable to determine the exact cause for this event.